Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 173 mg/dl. The customer stated that there was missing data in the bolus history and he had gone through many batteries every 3-4 days. The customer stated that the pump lost power after a new battery was inserted with a new battery cap. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump was received with normal operating currents. No unexpected battery out limit noted. No damage was found on the lcd isolation tape noted. The insulin pump was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus history anomaly noted. The insulin pump passed a21error test. No loss of memory anomaly noted. However, the insulin pump had cracked case at the display window corner, reservoir tube and minor scratched display window.